Event description:
It has been reported to philips that the system is automatically switching off during fluoroscopy. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the system was not in clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that the reported problem was occurred as the user pressed the emergency stop button mistakenly. Review of system log files also showed system off button was pressed during a fluoroscopy. A cold restart was performed and after this, the device was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported issue was occurred since the user pressed emergency stop button by mistake and a cold restart resolved the issue which concludes that there was no malfunction of the system. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.